Manufacturer narrative:
A review of the data confirmed that there was patient temperature deviation, however, there were no adverse consequences to the patient reported. The data shows that the patient temperature set point was changed very frequently in the begriming of therapy. It was identified that the frequent changing of the patient temperature set point most likely contributed to the patient temperature deviation as the unit requires time to adjust to the set point selected and the frequent change did not allow for the unit to fully adjust to the newly selected settings. Additionally, it was identified that at the end of the therapy the patient temperature set point was left unchanged and the patient temperature settled and did not experience deviations which further supports the root cause of frequent changing of patient temperature set point. There was one jump in the data from the patient temperature probe in the second half of the therapy but it was identified that the probe was likely removed or repositioned during this time causing the temperature to artificially jump. Upon review of the data extracted from the device, it was confirmed that the patient temperature did not deviate greater than +/- 1 degree c for greater than 30 minutes. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was alleged that the device was set to hold the temperature at 35.5 c and then allegedly the temperature went to 32.22 c. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device was set to hold the temperature at 35.5 c and then allegedly the temperature went to 32.22 c. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A review of the data confirmed that there was patient temperature deviation, however there were no adverse consequences to the patient reported. The data shows that the patient temperature set point was changed very frequently in the begriming of therapy. The frequent changing of the patient temperature set point most likely contributed to the patient temperature deviation as the device requires time to adjust to the set point selected and the frequent change did not allow for the device to fully adjust to the newly selected settings. Additionally, it was identified that at the end of the therapy the patient temperature set point was left unchanged and the patient temperature settled and did not experience deviations.

Event description:
It was alleged that the device was set to hold the temperature at 35.5 c and then allegedly the temperature went to 32.22 c. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the device was set to hold the temperature at 35.5 c and then allegedly the temperature went to 32.22 c. No adverse consequence or clinically relevant delay in treatment was reported.